Event description:
It was reported that a watch errors along with audible alarm errors were experienced.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper sea was removed/broken and the battery and top case were counterfeit. Review of the event history log showed an occurrences of "primary audible alarm post" and "acu watchdog" alarms. Functional testing involved multiple flow and occlusion tests. The reported issue was not able to be duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.